Event description:
It was reported that interrogation of this subcutaneous implantable cardioverter defibrillator (s-ICD) noted a sensing not fully optimized message. Analysis of device memory noted no faults or errors and determined that the sensing template was likely erased during an in clinic follow up. Technical services (ts) discussed obtaining a new template. Subsequently, a health care professional (hcp) contacted ts for assistance with acquiring a sensing template. Ts assisted the hcp with acquiring a template and also had the hcp capture all three sensing vectors at rest and with isometrics. It was reported that this s-ICD and electrode exhibited noise in all three sensing vectors with isometrics. Subsequent information was received that inappropriate shocks were later delivered in more than a single episode due to oversensing of noise. The noise was felt to be consistent with myopotentials. Ts discussed troubleshooting and programming options. No adverse patient effects were reported. This device remains in service.